Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was discovered that the atrial lead exhibited noise. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise could not be confirmed. A partial lead with distal tip measuring 40.0 cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.